Manufacturer narrative:
Associated medwatches: activl plates and inlay reported separately manufacturing evaluation - no products were returned. Pictures were not received. Batch history review - because the batch is unknown, a batch history review is not possible. Conclusion and root cause - due to the circumstances that we did not receive devices for investigation and due to the lack of information, it is not possible to determine a definitive conclusion and root cause for this failure. Rationale - because there are no products and only minor information available, a definitive root cause analysis is not possible. The following causes are possible: wrong system configuration selected by the user; wrong implant size chosen by user; end plate formed too strongly by user; design layout unsuitable; inadequate patient behavior. No CAPA required.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going.

Event description:
It was reported that there was an issue with the activl artificial disc system. It was reported via the enhanced safety surveillance survey that of seven procedures performed using spike endplates, device subsidence was noted at l4-l5 in one instance. This report was a cumulative review of the devices based on the surgeon's 1-2 year experience using the implant system and was relevant from 01feb2018 - 31jan2019 timeframe. The reporter stated that patients who have been implanted with the activl artificial disc system did not require more than a standard pain medicine protocol post-surgery; that standard pain management consisted of medications, physical therapy and exercise. It was additionally noted that there have been no other safety concerns. Overall, patient outcomes following activl artificial disc implantation showed improved range of motion, stability, and neurological status. They also experienced improved back pain relief and improved disability and that patients return to work within the expected timeframe most of the time. Intervention was not required and no patient harm occurred. Additional information was not provided. The implant consisted of 3 components (all reported separately).